Manufacturer narrative:
Due to character limit e1. Event site name- (B)(6). Event site city- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs300 intra aortic balloon pump(iabp) was displaying "insufficient compressor negative pressure" message, there was no harm or in jury reported.

Manufacturer narrative:
Updated fields- b4, d8, g3, g6, h2, h3, h6 codes(investigation types, conclusion, findings), h11. A getinge field service engineer (fse) evaluated the device log, the message mentioned was displayed once on 2025/1/28 at around 03:26:09. Fse conducted a continuous running test for about 48 hours in-house, but the message did not reoccur. In addition, we performed leak checks, vacuum pressure checks (60mmhg), average vacuum pressure (-288mmhg), safety disc leak tests (0, -1, 1 mmhg), k6 k6a k7 k8 leak tests (1, 1, 2 mmhg), and confirmed that the operation of the areas we considered was within the normal range. No abnormality was found in the equipment. No parts have been replaced. Device returned for clinical use is unknown.

Event description:
N/a